Manufacturer narrative:
Describe event or problem: additional information has been obtained.

Event description:
The infection has been resolved.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. In turn, the patients ipg was explanted. The patient was given antibiotics to address the infection.